Manufacturer narrative:
The device was disposed, therefore, a technical analysis could not be completed. A review of the manufacturing documentation was not possible since the batch number is unknown. The most probable root cause is operational context.

Event description:
It was reported that during an unspecified procedure, an unspecified apex balloon ruptured. The physician then "used another balloon". No post procedure complications were noted and the patient status was reported as "fine".